Event description:
It was reported that pump expired and could not be repaired or replaced, with broken plastic around charging port leaving sharp edges. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow-up, remained out of warranty and in process of obtaining new device, and no further action was taken by technical support at that time.